Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy system instructions for use states that a hematoma is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the right coronary artery. The diamondback coronary orbital atherectomy device was operated for three distal-to-proximal treatment passes. Optical coherence imaging revealed a hematoma had formed on the opposite side of the calcified lesion. Timi 3 blood flow was achieved, and plain old balloon angioplasty was performed to treat the hematoma and complete the case without further issue. The patient condition was good following the procedure. Per the physician, the hematoma occurred as the guide catheter was advanced too distal into the lesion.